Manufacturer narrative:
The entire lead was received for evaluation. Visual inspection found no anomalies although the inner coil at the connector region was over torqued. Despite, the damage to the inner coil, the stylet was able to be inserted and removed successfully. Electrical testing was performed and showed no anomalies. The damage found is consistent with that occurring at the time of implant.

Manufacturer narrative:
(B)(4).

Event description:
During implant, multiple attempts were made to reposition the right atrial lead but the stylet was not able to be inserted in the lead. A new lead was implanted and the procedure was completed with no adverse consequences for the patient.